Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 543:320; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. Similar reports have been received for the reported problem. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 543:320 was confirmed during product evaluation in the pump's event history. A device history review was performed and no abnormality was observed in the manufacturing of this device. The root cause of this condition resulted from user error. The main batteries were replaced to correct this condition. A device history review was performed and no abnormality was observed in the manufacturing of this device.